Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01377.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01377. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure.